Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative and a manufacturer representative regarding a patient with an implantable pump infusing unknown baclofen for post spinal cord injury and non-malignant pain. It was reported that the patient representative (caller) stated that the patient didn't have a healthcare provider (hcp) as their previous hcp retired and the new one won't help. The caller was very upset during call stating they needed help and they have been trying since (B)(6) 2025 to get help. The caller stated that the pump was now dry and they wouldn't refill it and stated that they needed to replace it as it had been dry. The caller stated that they wanted to do saline in the pump, however they could not because the pump was dry. The manufacturer's patient services specialist (pss) reviewed the hcp could determine this or not. Pss advised to call if none of the listings were able to help. The caller called back and stated they called all the names on the physician listing they received and they could not get an hcp to take on the patient. The caller stated one hcp said the pump was dry and needed to be replace and another hcp said the pump needed a saline flush. The caller stated that their retired hcp referred them to a clinic but they didn't refill the pump. The caller stated patient could not get out of their wheelchair and had spasms. The manufacturer representative (rep) stated that a clinic was planning on managing the patient and their pump. They were trying to replace the pump due to the pump going dry. Several physician names were given to the clinic to refer to for replacement, but they had not heard back yet.